Manufacturer narrative:
The customer provided information about the product that was used and it is confirmed that the product was not manufactured by nurse assist.

Event description:
On 10-apr-2024, nurse assist received an email from (B)(6) regarding her husband. This email is in response to your letter dated (B)(6) 2024 regarding specific lots of sterile 0.9% normal saline. We are hereby notifying you with our concerns with these products listed in your letter. My husband, (B)(6), mostly likely used these products and we believe may have caused him to have infections whereby he was taken to emergency room with a life threatening infections. We are in the process of gathering receipts and medical records associated with his time in the hospital. We would very much like to hear from you prior to contacting an attorney. On 26-jun-2024, nurse assist received additional information about the complaint received on 10-apr-2024 including an image of the product used. The product that was used by (B)(6) on her husband was not a nurse assist product. The image provided a label including a lot number that does not match the lot number formatting at nurse assist.

Event description:
On 10-apr-2024, nurse assist received an email from (B)(6) regarding her husband. This email is in response to your letter dated march 12, 2024 regarding specific lots of sterile 0.9% normal saline. We are hereby notifying you with our concerns with these products listed in your letter. My husband, (B)(6), mostly likely used these products and we believe may have caused him to have infections whereby he was taken to emergency room with life threatening infections. We are in the process of gathering receipts and medical records associated with his time in the hospital. We would very much like to hear from you prior to contacting an attorney.

Manufacturer narrative:
Nurse assist sent a follow up email on 10-apr-2024 and is awaiting a response to obtain additional information.